Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed the pulse test with associated service code 203. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon receipt the monitor displayed a service code 203 (pulse test fault). Upon evaluation, the solder joints of components u900 (adg658 low voltage, 8 channel cmos analog multiplexer) and u901 (op 496 quad micropower operational amplifier) were broken on the ca board. The cause of the service code 203 was the broken solder joints. The root cause of the broken solder joints were unable to be positively identified but is likely due to physical abuse. No adverse event resulted from the broken solder joints. The last patient to use this monitor did not report any deficiencies.